Event description:
Reporter indicated that a vns patient had a broken lead. The patient underwent a lead revision and generator replacement. The explanted products have been requested for return. Further attempts for information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.